Manufacturer narrative:
Pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm during testing noted. The pump was unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify sensor anomaly due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 317 mg/dl at the time of the incident. The customer had symptoms such as being tired and thirsty. Customer stated that the drive support cap was normal. The customer stated that underneath the reservoir housing and escape button was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.